Event description:
Health care professional reported left side pain, tenderness, cellulitis, infection, swelling, abscess. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of cellulitis, infection(unknown onset) and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: cellulitis, infection(unknown onset), abscess.